Event description:
(B)(6) (baby in nicu). Drug: electrolites (baby-lites). Limited injury. Medical intervention: drew blood to make sure baby's levels were ok - baby fine. Date occurred: (B)(6) 2012. Sort of underinfusion as did not alarm when infusion stopped for no reason / therapy delayed without an alarm. Ran for less than 1 hour as check nicu at least once every 1 hour. Return to biomed / rate set at 7 - vol continuous rate changes (25, 40, etc. To what baby needed) pump stopped pumping with no alarm / error on piggyback screen only / no audible alarm / relation solution probably 1/2 of the bag content.

Manufacturer narrative:
Investigation results: the reported complaint was not confirmed. The pump was received, visual inspection reveal no physical damage or anomalies. The operational log did not have any useful data regarding the reported event, per biomed the pump was upgraded to the latest software update after the reported event and the log was cleared as part of the update. Eval: performed test by inducing error, the pump responded with a back-up alarm and proper operational alarm was displayed to warn user an error had occurred. Ran the pump for 24 hours without alarms or interrogations. Also, inspected for loose or intermittent electrical connections, but no bad connection were found. Th e pump met all tests requirements and the reported event could not be duplicated.